Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. A86186-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation done at time of essure placement" in (B)(6)2013 and device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included polypectomy and d & c. Previously administered products included for contraception: mirena. Concomitant products included ibuprofen from 2004 to 2018 and oxycodone hydrochloride;paracetamol (percocet) from 2004 to 2018. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), urticaria ("rashes or skin condition type : hives"), abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("upper abdominal pain"). In (B)(6)2014, the patient experienced haematuria ("hematuria."). On an unknown date, the patient experienced vaginal infection ("vaginal infection") and fatigue ("fatigue"). The patient was treated with ciprofloxacin betain (cipro) and surgery (B)(6)2017 hysterectomy (full), hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, urticaria, abdominal pain lower and abdominal pain upper had resolved and the dysmenorrhoea, vaginal discharge, vaginal infection, fatigue, allergy to metals and haematuria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, dysmenorrhoea, fatigue, haematuria, menorrhagia, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- 2010 & (B)(6)2013. Discrepancy noted in essure removal date:- (B)(6)2017 & (B)(6)2017 patient received treatment for dysmenorrhea (cramping),pelvic, abdominal pain, nickel allergy, vaginal discharge, vaginal infection. Uterine ablation, hematuria, hives, vaginal bleeding, menorrhagia, right ostia essure placed. Left ostia essure placed. Most recent follow-up information incorporated above includes: on 11-nov-2019: update of information (batch is not valid). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery ((B)(6) 2017 hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, allergy to metals, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- 2010 & (B)(6) 2013. Patient received treatment for dysmenorrhea (cramping),pelvic, abdominal pain, nickel allergy, vaginal discharge, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events "dysmenorrhea (cramping),pelvic, abdominal pain, nickel allergy, vaginal discharge, vaginal infection, she did not undergo an essure confirmation test" were added. Reporter information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. A86186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation done at time of essure placement" in (B)(6) 2013 and device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included polypectomy and d & c. Previously administered products included for contraception: mirena. Concomitant products included ibuprofen from 2004 to 2018 and oxycodone hydrochloride;paracetamol (percocet) from 2004 to 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), urticaria ("rashes or skin condition type : hives"), abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("upper abdominal pain"). In (B)(6) 2014, the patient experienced haematuria ("hematuria."). On an unknown date, the patient experienced vaginal infection ("vaginal infection") and fatigue ("fatigue"). The patient was treated with ciprofloxacin betain (cipro) and surgery ((B)(6) 2017 hysterectomy (full), hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, urticaria, abdominal pain lower and abdominal pain upper had resolved and the dysmenorrhoea, vaginal discharge, vaginal infection, fatigue, allergy to metals and haematuria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, dysmenorrhoea, fatigue, haematuria, menorrhagia, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- 2010 & (B)(6) 2013. Discrepancy noted in essure removal date:- (B)(6) 2017 & (B)(6) 2017 patient received treatment for dysmenorrhea (cramping),pelvic, abdominal pain, nickel allergy, vaginal discharge, vaginal infection. Uterine ablation, hematuria, hives, vaginal bleeding, menorrhagia, right ostia essure placed. Left ostia essure placed. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs & mr received: new events:" vaginal bleeding, menorrhagia , fatigue, hives, hematuria., ablation done at time of essure placement, lower abdominal pain, upper abdominal pain", reporter,lot number, historical drug , concomitant drug, treatment drug was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.